Event description:
It has been reported that the AED is not funcitoning properly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could nto be cleared by operator.